Event description:
Allegedly, patient revised due to popping and pain in groin area and high fevers.

Manufacturer narrative:
This is the same event as 3010536692-2015-00579, -00580, -00582, -00583, -00584. This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.